Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported receiving a reading of 111 mg/dl compared to a lab reading of 57 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The complaint was not confirmed and no new issues or errors were observed during control solution testing. All results were within range specification. Additionally, the reported adc meter reading of 111 mg/dl was found in the device's internal memory log.